Event description:
During a regular pacemaker check on (B)(6) 2013, stored episodes were reviewed. One mode switch episode was recorded in device memory (dated (B)(6) 2013) and its duration was displayed as 14 min 18 sec. The user wanted to know if mode switch was appropriate and why egm's were not stored for all episode duration.

Manufacturer narrative:
On (B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.